Manufacturer narrative:
One hydrosteer guidewire was received for evaluation. The results of the investigation concluded that the guidewire hydrophilic coating had been torn and detached proximal to the distal tip; a portion of the core wire was exposed between the aforementioned anomalies; the core wire remained intact. The detached section of the guidewire hydrophilic coating was not returned. Additional investigation revealed the distal section of the guidewire presented bend damage consistent with tensile loading. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of ¿the sheath of the guidewire became detached¿ is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a superficial femoral pta procedure, the sheath of the guidewire became detached while in the patient and required surgical intervention to remove. No further information will be available due to the hospitals covid restrictions.